Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working, as login attempts did not allow any input. A field service engineer (fse) identified that the keyboard on the medication station was not working. The fse reseated the universal serial bus cable connection of the keyboard and rebooted the medication station, after which typing functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working. Users tried to log in, but they were not able to type anything. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.